Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm while sleeping. The customer's blood glucose (bg) level was 380 mg/dl. The customer did not observed insulin dripping from the infusion set tubing. The customer changed out cartridge, infusion set tubing and site. Insulin delivery was resumed.